Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had been alarming and then stopped. The pump settings were reviewed, and the patient was instructed to restart the pump; however, the start/stop button was not responding. A hard reset was attempted by opening and closing the battery door, after which the pump powered on, but the start/stop button remained nonfunctional, while all other buttons worked properly and no tactile feedback was felt when pressing it. The medication was 5-fu with approximately 16 hours remaining on the infusion. The event occurred during while in use with patient at patient home. There was patient involvement but there was no patient harm.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.